Event description:
The reporter stated a 13.2mm micl 13.2 implantable collamer lens was broken while the surgeon was trying to load the lens into the cartridge. There was no patient contact. Another lens was used and also broke while trying to load - see MFR report # 2023826-2014-00085, and the surgery was cancelled. The reporter stated they felt the lens was defective.

Manufacturer narrative:
Evaluation: method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, packaging and sterilization processes of this lens that was the root cause of the complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Break. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens optic and the other haptic were torn. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).